Event description:
It was reported that the 9600 system had an intermittent charger failure error message and had a burning smell. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.